Event description:
We received an allegation of questionable inr results for two patients tested with the coaguchekxs meter with serial number (B)(4) compared to an unknown laboratory method.  The reporter stated that they obtained high meter results so they did laboratory testing. Patient 1 - on (B)(6) 2022, the initial meter result was 5.2 inr. The repeat meter result was 5.7 inr. The laboratory result was 3.9 inr. The tests were performed within minutes of each other. Patient 2 - on (B)(6) 2022, the initial meter result was >8.0 inr. The repeat meter result was >8.0 inr. The laboratory result was 4.8 inr. The tests were performed within minutes of each other. Patient 1 and patient 2's therapeutic ranges were requested but not provided. The interval of testing for patient 1 is weekly or every 2 weeks based on the results. The interval of testing for patient 2 is weekly.

Manufacturer narrative:
The reporter submitted two vials of test strips for investigation. The test strips were tested using a retention meter and retention control. Testing results (qc range = 2.4 - 3.6 inr): vial 1: qc 1: 3.0 inr, qc 2: 3.1 inr, qc 3: 3.1 inr. Vial 2: qc 1: 3.1 inr, qc 2: 3.1 inr, qc 3: 3.1 inr. The obtained qc values were in the allowed range of the used combination strip lot - qc lot. All measurements were without error messages.   On a regular basis, coaguchek strips of lots currently valid in the market are tested as part of routine retention testing and results have passed the internal inspection. Per product labeling: "coaguchek method uses human recombinant thromboplastin. Therefore, the comparability to tests using other human recombinant thromboplastins is best, whereas higher deviations can occur with other thromboplastin types. However, those higher differences between thromboplastins of different (rabbit, bovine) origin are not an issue specific for coaguchek assays. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared with several other (rabbit, bovine) laboratory methods."  Patient 1 was on antibiotics. Product labeling states "the action of oral anticoagulants (coumarin derivatives) can be increased or weakened when other medication is taken simultaneously (e.g. Antibiotics, but also prescription-free medication like pain relievers, antirheumatic medication and medication against influenza). This, in turn, can also lead to either an increase or a decrease in prothrombin time (inr). Additional medication should only be taken if prescribed by the treating physician. If other medication is taken, it is recommended that the prothrombin time be checked more frequently and that the anticoagulant dose be subsequently adjusted as directed by the treating physician." Patient 1 has a history of anemia. Product labeling states "hematocrit ranges between 25-55 % do not significantly affect test results." Patient 2 obtained a meter result of >8.0 inr. Product labeling states: "out of range values the coaguchek xs pt test strips provide test results in the range of 0.8 and 8.0 when the measuring unit is set to inr. If the meter displays < (less than) 0.8 or > (greater than) 8.0, confirm that the measuring unit is set to inr." "If the measuring unit is set correctly to inr, refer to the test strip package insert and repeat the test. If, when you repeat the test, you get the same result (either < 0.8 or > 8.0 inr), call the roche customer support center at 1-800-428-467." The investigation did not identify a product problem. The cause of the event could not be determined.